Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found both haptics bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided the exact root cause could not be determined. However it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
The lens was returned and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens trailing haptic appeared bent. The lens was removed and a back up lens was implanted with no issues. The incision was enlarged but no sutures were required. Additional information has been requested but has not been received.